Event description:
It was reported the patient presented to the hospital for a schedule procedure. During procedure, the right ventricular (rv) lead was unable to sense but measured noises. The rv lead was tested using the pacing system analyzer (psa) revealing the sensing issue. The rv lead was removed and replaced. The patient had no adverse consequences.